Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display and they reached emergency room. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that they the pump was vibrating to change battery. It was reported that the display was flashing white. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after restart. It was reported that they were not able to end the call properly as the customer was on an emergency situation. The troubleshooting was performed and was advised that they went to make the pump turn on first, if not, she needs to go to the emergency room and the pump does not turn on. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
.

Event description:
Customer states that she was going ER because her insulin pump was not working.